Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display screen was dim and pink. The reporter was an animas representative and the unit was a demo pump. This complaint is being reported because the reported dim display screen issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/31/2013 with the following findings: during testing, the display screen was dim and discolored. A test screen was installed and displayed normally. Unrelated to the complaint, the battery compartment was returned cracked with worn threads. The battery cap had stripped threads and was unable to tighten on to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.